Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested and the following was obtained: what is meant by clips were not fit properly? Were the deployed clips malformed (clips not closed all the way, not closed at all, or misshapen)? Or did the clips not hold on vessels after applied? The legs of the clip were slightly misaligned.

Event description:
It was reported that during a laparoscopic gastrectomy, the clips were not fed into the jaws. The same event occurred several times. Also, the deployed clips were not fit properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p91f88: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 14 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.